Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox data revealed multiple low battery and replace battery alarms in the alarm history of the pump. On examination, the battery compartment was noted to be cracked from the finger pad to the case seal. On investigation, the pump powered on normally and displayed the verify screen as intended. During testing, the pump successfully completed ez-prime steps. No battery alarms or warnings occurred during testing. Using an external power supply, all electrical currents were found to be within specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. The display was noted to be dim and discolored.